Event description:
Reported by the complaint as follows: a pt died using aqfoam in the course of a (B)(4) study. Due to the nurse reporting the incident the decease of the pt was not related to the wound treatment. Cause of death was noted as a heart attack.

Manufacturer narrative:
Pt was a (B)(6) who passed away while participating in the (B)(4) study. According to the nurse who reported the incident, the death of the pt was not related to the use of the device (myocardial infarction) but no other details are available at this time. We have requested more info regarding this case but the attempts to obtain additional info have been unsuccessful. (B)(4).